Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg due to pain and burning sensation when charging even the device was on or off. The physicians staff believed that the pain was not device related but due to a flare up of patients complex regional pain syndrome crps that has settled in the pocket site. The patient underwent an ipg adjustment procedure and was doing well postoperatively.